Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix was sprung. The device was not used, and the implant procedure was aborted. The patient condition was stable.

Manufacturer narrative:
The reported event of helix stretched was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated the device exhibited normal device characteristics. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.